Event description:
A physician questioned low (B)(6) results that were reported. Different tubes for the pt samples were repeated by the customer and the results were negative. The customer then repeated 113 pt samples. At least two pt results changed interpretation from (B)(6) to negative or the reverse. Data was not provided. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument and instrument data indicate that the cause for the discordant results is unk. The instrument is performing within specification. No further eval of the device is required.